Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, in the insertion of the trocars, the seal of the device was damaged and air or gas leaked from the seal. They opened additional device to compete the case. There was no patient injury.